Event description:
While using the holmium laser, the laser fiber wire "burst" and burned itself in half. The laser was being used intraoperatively in the patient when this occurred. No staff were harmed, laser fiber sequestered. New laser fiber given. Patient drape evaluated for burns or harm, none noted at the time of the event. Vendor came onsite to perform a system check and output verification. The holmium unit was found to be operating to manufacturer specifications. The vendor believes the issue was due to a faulty or damaged fiber. Manufacturer response for laser fiber used for lithotripsy, flexiva pulse. (Per site reporter) report pending.